Event description:
It was reported that during unpacking, the pouch seal was compromised. A vtcb/10.3 flexima drainage catheter was unpacked from it's box when an open area along part of the pouch was noticed. There was no patient involvement.

Event description:
It was reported that during unpacking, the pouch seal was compromised. A vtcb/10.3 flexima drainage catheter was unpacked from it's box when an open area along part of the pouch was noticed. There was no patient involvement.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned into its original pouch; however, the pouch presented a torn near to the seal lateral, approximately 23.5 cm torn. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).